Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was displaying inaccurate results when compared to the same meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2013 at 11pm, she obtained readings of '500, 269, 132, 333 and 129mg/dl' on the lfs meter. The patient reported taking no medications to manage her diabetes. It is unclear if the patient made any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported 10-15 minutes after the issue occurred, she developed symptoms of 'feels pale, nausea, shaky, sweaty and dizzy.' The patient reported on (B)(6) 2013 between 11:30-12:15pm, she had something to eat or drink in response to her symptoms. At the time of troubleshooting, the cca noted the patient was using an approved sample site for testing. The patient was found to be using the correct testing steps and his test strips and test strips vial were in good condition. When a control solution was run, the result was within the recommended range. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue she developed symptoms suggestive of hypoglycemia and required self treatment.